Event description:
On (B)(6) 2011, pt reported receiving elevated blood glucose levels. Pt stated when she primes, there is more insulin that comes out than when she boluses. Advised pt when she prime, the infusion device is pushing out more units of insulin. Pt stated she can bolus 1.0 unit of insulin and 5.0 units of insulin and there is not a difference in the amount of insulin that comes out of the infusion set. Pt reported when she delivers a bolus, she will test again and her blood glucose levels have not decreased like they should. Pt stated she has been receiving elevated blood glucose readings in the 200-300 mg/dl range. Pt's normal blood glucose range is 150-160 mg/dl. Pt reported she treats herself by giving herself insulin injections. Pt stated the elevated blood glucose levels have been ongoing for about a month. Pt reported she didn't know about the infusion adapter changes. Advised on proper adapter changes. Pt stated she received no error messages. Pt reported she gets condensation in her infusion device. Pt stated it is not enough to pour out of the infusion device. Pt stated she cleans it out with a cotton swab every time she changes the insulin cartridge but it will be back when she starts using the infusion device again. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.